Manufacturer narrative:
Device is a combination product. A synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent identified proximal stent damage with the stent struts lifted. The undamaged crimped stent outer diameter was measured using a snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 20mm synergy drug-eluting stent was advanced for treatment but failed to cross the calcified lesion. However, when the device was removed, the stent strut was found to be lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. A 4.00 x 20mm synergy drug-eluting stent was advanced for treatment but failed to cross the calcified lesion. However, when the device was removed, the stent strut was found to be lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 4.00 x 20mm synergy drug-eluting stent was advanced for treatment but failed to cross the calcified lesion. However, when the device was removed, the stent strut was found to be lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that target lesion was located in the severely tortuous and severely calcified artery. The lesion was pre-dilated before the stent was advanced.

Manufacturer narrative:
Device is a combination product. A synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent identified proximal stent damage with the stent struts lifted. The undamaged crimped stent outer diameter was measured using a snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.